Event description:
On (B)(6) 2026: after removing the indwelling catheter, an inspection revealed that the rigid core of the catheter had separated from the plastic hub. A new indwelling catheter was inserted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.